Manufacturer narrative:
Concomitant medical products: etlw1616c93e stent graft, implanted: (B)(6) 2013; etbf2816c166e stent graft, implanted: (B)(6) 2013; etlw1620c156e stent graft, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and smaller r-waves on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.